Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent a shunt explant procedure on (B)(6) 2017. It was stated that the lumbar catheter was damaged, and a broken piece remained in the patient. The cause of the breakage was not known. The broken piece was later removed on (B)(6) 2018.

Manufacturer narrative:
Approximately 2 cm of the lumbar catheter was returned. The catheter was patent. However, the catheter did not meet the requirements for leak testing. Multiple tears were observed from the returned piece. It is unknown how or when the damage occurred. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.